Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not working. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of grip cable derailed to be related to the customer reported complaint. The instrument was found to have a derailed grip cable and the yaw motion was non-intuitive. The large hem-o-lok clip applier instrument found the secondary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The clip test was performed and failed 2 out of 3 attempts, likely caused by the derailed grip cable. A review of the instrument log for the large hem-o-lok clip applier (470230-09/t101711020032) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on 23-dec-2021on system sk1205. The alleged instrument had 7 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o-lok clip applier instrument had failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.